Event description:
The home care provider (hcp) returned the 50r70 reservoir for service and repair. The reported problem: check all over. The co's eval indicates that the poppet was visibly cocked in the quick connect. After the co filled the unit, liquid oxygen leaked from the poppet. The hcp comfirmed that no injury occurred as a result of this malfunction.